Manufacturer narrative:
H3. Device analysis for ins (B)(6) found no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. Device analysis for lead va24z83030 found all conductors broken 17 cm from the distal end. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H6. B21, c21, and d16 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying that the rep obtained all the information on 2025-oct-08 which is when the doctor explained to them everything that had happened with the patient the previous year.

Manufacturer narrative:
G3: original aware date of this event updated to be 2025-oct-08 d10: serial number updated for previously reported concomitant product, product ID 977a260. Serial number updated from (B)(6) to (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported a spark (which was later clarified as a shock in the generator area) and the electrode became inoperative and had high impedances/stopped working in all poles. There are no factors that suggested the failure, it has occurred with the patient's normal life. The lead was explanted on (B)(6) 2024 to resolve the issue. A new lead was implanted on the same day. Then, this situation occurred again in the same channel 8-15 about a year and a half ago, and both the implant and newer lead were replaced. The issue was noted to be resolved with the replacement of the lead and implant. The customer discarded the older lead that was explanted on (B)(6) 2024.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6); product ID: 977a260, serial/lot #: (B)(6), ubd: 03-jun-2028, UDI#: (B)(4). D3. Device evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.